Event description:
Reportedly, after that the patient fainted on (B)(6) 2018, a pacemaker follow-up was performed on (B)(6) 2018. When the fainting occurred, av block episodes were recorded in the device memory; therefore mode was reprogrammed from saferr to dddr. The cause of the fainting was considered to be the av block. A pacemaker check was again performed. Ventricular threshold value was satisfactory and no pacing failure was confirmed. Ventricular lead impedance was measured and it was confirmed to be in normal range. Arrhythmia episodes in the pacemaker memory showed several episode of atrial noise oversensing; myopotential was suspected to be the cause of those noise episodes. No anomaly was confirmed in the atrial lead impedance and its curve recorded. When isometric test was performed, noises with the same characteristics as the recorded ones were reproduced in the atrial egm. Atrial sensitivity was programmed at 2.0mv and no noise was observed. Preliminary analysis confirmed that several episodes showing atrial noise oversensing were recorded in the device memory. The observed noise could have resulted from emi and/or myopotentials; however an atrial lead issue could not be excluded.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after that the patient fainted on (B)(6) 2018, a pacemaker follow-up was performed on (B)(6) 2018. When the fainting occurred, av block episodes were recorded in the device memory; therefore mode was reprogrammed from saferr to dddr. The cause of the fainting was considered to be the av block. A pacemaker check was again performed. Ventricular threshold value was satisfactory and no pacing failure was confirmed. Ventricular lead impedance was measured and it was confirmed to be in normal range. Arrhythmia episodes in the pacemaker memory showed several episode of atrial noise oversensing; myopotential was suspected to be the cause of those noise episodes. No anomaly was confirmed in the atrial lead impedance and its curve recorded. When isometric test was performed, noises with the same characteristics as the recorded ones were reproduced in the atrial egm. Atrial sensitivity was programmed at 2.0mv and no noise was observed. Preliminary analysis confirmed that several episodes showing atrial noise oversensing were recorded in the device memory. The observed noise could have resulted from emi and/or myopotentials; however an atrial lead issue could not be excluded.